Event description:
The following additional information was received: since the culture test was negative for prions, the device continues to be used. There have been no reports of patient health hazards related to the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a relationship between the suspected patient infection and the subject device could not be identified. Since the device was not returned to olympus for evaluation, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning: prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd), cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, follow the respective guidelines in your country. The endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and / or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is observed.¿ this supplemental report includes additional information received regarding the event. B5 has been updated accordingly. Also, a correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis lucera elite colonovideoscope was used for a diagnostic endoscopy on a patient suspected of being infected with prion. The determination of the infection is still pending. The device was then used on other patients, however the exact number of patients is unknown. The device has been cleaned and disinfected with an oer-5. The oer-5 was also used to clean other scopes that were used. The procedure was completed with the same equipment and they did not experience any worsening of symptoms after endoscopy. There are two reports associated with this medwatch. This medwatch report is for patient identifier (B)(6) to capture the initial patient suspected to be infected with prion. The medwatch report for patient identifier (B)(6) captures the additional unknown number of patients that were potentially exposed.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.